Event description:
It was reported that the customer received multiple no delivery alarms from his insulin pump. The customer's blood glucose level was 123 mg/dl. Standard troubleshooting was not performed. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted. The device was received with cracked case at display window corners.